Event description:
The reporter did not state the reason for the return of the sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarm had damage which could potentially cause it to work intermittently.

Manufacturer narrative:
Eval results - (other) the alarms battery connectors inside the unit are damaged and the delay switch failed.